Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold due to lead dislodgement. A lead revision was performed. To date, the lead remains in service. No additional adverse patient effects were reported.